Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. On the same day, the patient was hospitalized for the event. The patient was treated injection vancomycin (2g, intraperitoneally, once in 4th day) and amikacin (250mg, intraperitoneally, once daily, duration not reported) for peritonitis. The action taken with dianeal therapy was not reported. The outcome of the event is unknown. No additional information is available. This is report 2 of 3.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4). On an unreported date, the patient's fluid was clear. The patient was recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.